Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section b3: date of event: unknown; the best estimate date is between on (B)(6) 2025 [implant date] and on (B)(6) 2025 [explant date or alert date]. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a single-piece preloaded multifocal intraocular lens (iol) was implanted in a patient¿s left eye. The original lens was subsequently explanted during a secondary surgery and replaced with a johnson & johnson iol of the same model with a +20.0 diopter. The reason for the exchange was unknown; however, the procedure was completed. It was noted that duovisc was used as the viscoelastic. No further information was provided.